Manufacturer narrative:
Other relevant device(s) are: product ID: 9735795, serial/lot #: unknown, ubd: unknown, UDI#: unknown. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported that the system was functioning normally on bootup but after shutting it down, it would not power on correctly. The monitor was black. A manufacturer representative could hear the computer fans running but it had no video. During troubleshooting, the system was powered down and unplugged from the wall for ten seconds. The system was booted up and the system functioned normally. There was no patient present when this issue was identified. Additional information was received that the entire system shutdown, not just the monitor. The system was run through a shutdown cycle, including unplugging it from the wall for ten seconds. After this, everything operated perfectly. Clarification was received that the system powered down and would not power up. But after several attempts, it finally loaded up normally.